Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having difficulty recharging and had to pressed "really hard." The patient stated that the issue started "like a week ago." The patient stated it was painful to charge the ins. She stated that when she began to charge she used to just put the belt and it took 30 minutes every day but lately she had to press/push inside where the device was located with her hands to be able to get coupling bars. Because she pressed it with her hands it was causing her pain. The patient noted that a day before the call she could not get more than 2 bars and she sat there for 1 -1.5 hours and when she removed the recharger, the ins inside of her felt hot. Whilst on the call, they did some troubleshooting and the patient got 2 bars. When she stood up she got no bars. An antenna locate feature was performed and it resulted in 6 bars. It was reviewed with the patient how important it was to place the antenna in the right spot.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it was taking too long to charge and the patient had poor coupling. The patient stated their recharging belt broke and they were now getting worse coupling and only had 2 bars. Therefore, it was taking the them about 2 hours to charge when it usually took them about 20-30 minutes. The patient was walked through antenna locate and was able to achieve 6 coupling bars. The importance of antenna placement was reviewed and the patient was suggested to try adhesive discs. A new recharger belt was sent as well as adhesive discs. It was reviewed if the patient continued to have coupling issues after using them, they could call back for a new recharger antenna or follow up with their healthcare professional (hcp). No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.